Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with compromised force sensor system. The drive support cap was also loose. The customer was then hospitalized for a blood glucose value of 800 mg/dl. Troubleshooting did not occur due to the customer not feeling well. No products were shipped or returned as of yet, and the customer was connected to another insulin pump at the hospital.